Event description:
Doctor was trying to angioplasty bilateral iliac arteries on the patient. He had a .014 x 300cm mailman guidewire across the lesion to predialate. When attempting to use a 3.0mm x 30 mm maverick balloon, the balloon got stuck on the wire and would not come off. When doctor tried to pull it off, the shaft of the balloon came off at the rx attachment point. The actual balloon would not come off, so the doctor shaved the balloon off of the wire. He then put a different catheter over the wire which went fine. Doctor changed the wire for a new mailman guidewire. No harm was caused to the patient.